Event description:
Caller indicated the relion micro meter was giving high readings. Customer took a reading this morning at 6:37am and got a reading of 159. He had a bagel and his 4 units of insulin. A bit later he was feeling funny and had a seizure so his brother called the paramedics. When they arrived his reading was 108 on the paramedic¿s meter. They continued to test and his readings were lower and lower so they gave him glucose pills and crackers. The mother did not have much information as she was not there during the incident. She does not know if her son uses proper technique, but believes he does not wash his hands or change lancets. He is storing strips in kitchen and does not have control solution. Unable to read meter serial number. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.